Event description:
It was reported that a spectrum pump turned off with charge having an improper shutdown. This occurred before use in the medicine 3 department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ¿turn off even with charge / improper shutdown¿ was reproduced. A review of the event history log revealed improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be fluid intrusion and poor cleaning practice. The back flex battery contact pin of the rear case will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.